Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue could not be duplicate or confirmed by technician.

Event description:
The customer reported complaint that the lap top ventilator was auto-cycling during set-up. There was no patient involvement associated with the reported complaint.